Manufacturer narrative:
Per (B)(4) combined report: additional information was requested in order to progress with the investigation of this event, however, it was confirmed that x-rays, patient medical history and operative notes could not be provided and the explanted devices had been discarded by the hospital following the revision. Therefore, this investigation was very limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was stated in the event report that during the revision the surgeon could not get the hip to dislocate. The x-ray was reported to look "very good" and "the cup was in perfect position". Another surgeon came into theatre and advised that the dislocation was probably associated with pelvic tilt. Based on this, and the investigation conducted, it has been concluded that the event is a result of pelvic tilt and not due to malfunction of the corin devices and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 4 months due to recurrent dislocations. Please note: the ceramic liner associated with this event report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.